Event description:
A patient underwent convergent procedure via subxiphoid approach, with concomitant left atrial appendage occlusion using a lariat device. After suture deployment, the surgeon was unable to remove the lariat device from the patient. Left vats access was established, after which the pericardium was opened and the trapped snare was freed, allowing successful removal of the lariat device. The procedure was completed successfully.

Manufacturer narrative:
The device was not returned for evaluation however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.